Event description:
Allergan aesthetics received a report of a patient who received two coolsculpting treatments to abdomen using unknown applicator and may have developed paradoxical adipose hyperplasia. A firm bulge in the patient's right mid abdominal area was observed at the patient's eight week post treatment evaluation.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid abdomen on (B)(6) 2021 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment. Abbvie medical safety physicians have confirmed the affected area to be the right mid abdomen.